Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent movement resulting in deployment of stent in unintended site. Device issue: balloon rupture. It was reported via the exceed study that the pt had a history of hyperlipidemia, hypertension and diabetes. A pci was performed in 2009, for a proximal rca lesion. During the procedure, the balloon ruptured and the stent melon seeded. A second stent was used to cover the stenosis. Stent embolization occurred during the delivery attempt. Both xience v stents were deployed in the pt. No serious procedural complications were reported. The pt was discharged in the next day on asa and clopidogrel. No additional event or pt information is available.